Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a prime (loss of prime) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 07/01/2015 - device evaluation: the pump has been returned and evaluated by product analysis on 06/13/2015 with the following findings: a review of the pump¿s black box showed ¿pump not primed¿ warnings with zero force. During testing, the pump failed to recognize the cartridge during the load step. The force sensor calibration and force sensor resistance were found to be out of specification. Further testing was not able to be performed due to inability to load the cartridge. The pump was opened and there was moisture damage found inside case and in the force sensor housing.